Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined. Although a temporal relationship may exist between the last dialysis treatment performed during this patient¿s hospitalization for an unknown reason on an unknown hospital cycler who continued pd therapy up until patient¿s expiration, there is no documentation supporting a possible causal association between fresenius products and the pts¿ subsequent hospitalization and eventual expiration, but due to lack of clinical information, causality cannot be determined. While hospitalized, ccpd therapy was performed during this patient¿s last hospitalization with unknown outcome. The patient had a ¿history of health issues¿.

Event description:
A peritoneal dialysis nurse reported that the patient expired. The end stage renal disease death notification was received and reviewed. The cause of death was listed as unknown.